Event description:
A nurse was changing out the needle on a bd integra syringe and noted that part of the end of the syringe where the threads for the needles' hub was broken, almost as if someone/something had taken a "bite" out of it.